Event description:
On 2/25/98, 65 y/o male who was 2 week post op from a right femoral popliteal by pass graft for advanced ischemic and gangrean foot. Returned with infected lower graft due to disruption of gortex vein anastamosis. Returned to surgery for re-due and removal of infected graft popliteal post tibial and wound closure. An anesthesiologist inserted a central line in the right jugular. On 3/1/98, it was found with central line disconnected and bleeding hypertension. Code blue was called. The patient was successfully resuscitated and moved to critical care for observation. The pt was discharged on 3/5/98.